Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on blue windows recovery screen. A field service engineer attempted to force boot to windows, began reimaging process, moved reimage usb to a different port and successfully reimaged. A field service engineer attempted to synchronize the error, ping server to sync again and rebooted the station but the issue persisted. Then the field engineer pushed reset ecc package and restarted the station, the station was able to synchronize and confirmed with the customer that the issue has been resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a software failure. The customer stated that the malfunction caused a delay to the patient care the customer reported that the user has tried to turn the device off and on but it just goes to windows screen. There were no adverse events or injuries reported based on this event.